Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h / 2016, living with diabetes 9 / page 107. Warning: if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider. Warning: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported that the patient developed an infection while wearing the pod between 4 and 24 hours. The patient was taken to the emergency room and diagnosed with a staph infection. The patient was treated with an antibiotic shot and an oral antibiotic. The site was lanced, drained, and bandaged.